Manufacturer narrative:
(B)(4). Event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01400.

Event description:
It was reported that a patient underwent a debridement and vsd suction due to infection approximately 11 months post implantation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.